Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, rheumatoid arthritis and hyperthyroidism. Concomitant products included folic acid since 2016. In (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient was found to have weight increased ("weight gain/loss (specify which one) gain") and experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, nausea, vaginal discharge and fatigue was resolving and the menorrhagia, dysmenorrhoea, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.7 kg/sqm. Ultrasound scan vagina - in 2018: other (please describe)-could not confirm. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.